Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient using a silverhawk directional atherectomy device. It is reported that after the second advancement in the vessel, the nosecone detached from the catheter. Severe resistance was felt during withdrawal. Detached component was removed using an unknown snare device.

Manufacturer narrative:
Evaluation summary: the silverhawk device was returned for evaluation. The tip was separated from the silverhawk. Including the guidewire tubing, approximately 5 cm of the tip detached including the guidewire tubing. The external segment of the distal assembly was approximately 2 cm in length. The separation occurred approximately 2 mm distal the cutter window. The location of the separation was inspected under microscope. The platinum iridium separated within the tecothane. The tecothane exhibited a radial tear causing the components to separate. Zipper tearing throughout the guidewire tubing on the torque shaft was noted. If information is provided in the future, a supplemental report will be issued.